Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported depleted batteries. No reports of patient injury or medical intervention.